Event description:
It was reported that during a follow up the patient had lower r wave amplitude and higher right ventricular capture threshold as compare to values during the implant. The lead was repositioned successfully with no known complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.